Manufacturer narrative:
A2 - age at time of event: 18 years or older e1 - initial reporter address 1: (B)(6). E1 - initial reporter address 1: updated e1 - initial reporter city: updated e1 - initial reporter zip/post code: updated.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery to the vessel below the knee. A 6.0 x 100mm, 135cm ranger drug coated balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 3 minutes. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery to the vessel below the knee. A 6.0 x 100mm, 135cm ranger drug coated balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 3 minutes. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.